Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was able to successfully reset using their patient programmer. The issue was resolved with troubleshooting. It was further reported that the cause of the power on reset (por) was unknown. The manufacturer representative stated that the patient was receiving therapy and doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient¿s device had a power on reset (por) condition. The steps to clear the por were reviewed and the manufacturer representative stated that they would follow up with the patient to determine if it was an informational por and if so, they would clear it. Troubleshooting was not possible at the time of the call due to lack of access to the product. It was noted that the issue started the week of the date of this report. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.